Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h4 (device mfg date) and h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer obtained an unspecified low sensor reading compared to a competitor brand meter. The customer experienced symptoms of hyperglycemia and was seen by a healthcare professional who administered insulin (dose/type unknown). No additional information was provided by caller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in the abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer obtained an unspecified low sensor reading compared to a competitor brand meter. The customer experienced symptoms of hyperglycemia and was seen by a healthcare professional who administered insulin (dose/type unknown). No additional information was provided by caller. There was no report of death or permanent injury associated with this event.